Manufacturer narrative:
Journal title: outcomes of carotid revascularization versus optimal medical treatment alone for asymptomatic carotid stenosis: inver se-probability-of-treatment weighting using propensity scores jihee kang, young-wook kim, dong-ik kim, shin-young woo, yang-jin park3 world neurosurg. (2021) 146:e419-e430. Https://doi.org/10.1016/j.wneu.2020.10.104. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a retrospective analysis of patients with asymptomatic severe carotid stenosis over a 23-year period. 1089 patients were included in the retrospective analysis. Medtronic¿s spider fx embolic protection device was identified as being used in some carotid artery stenting (cas) procedures. The endpoint was defined as a composite of any stroke, myocardial infarction, and death within 30 days after treatment initiation, plus ipsilateral stroke thereafter. Mean follow-up within the cas group was 3.7 years. Within the cas group complications of stroke within 30 days, and ipsilateral stroke thereafter are reported.